Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported broken cable/exposed wire on the handpiece. There was no patient injury reported. It was reported that the customer has a backup.